Event description:
The patient's device was reportedly explanted due to chronic mastoiditis. Pe tubes were also removed. During surgery, some granulation tissue was removed from the lateral flap and cultured. The mucosa from te mastoid cavity was also cultured. The patient was treated with antibiotics (type unknown).

Manufacturer narrative:
(B)(4). External visual inspection of the explanted device revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.